Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor cartridge to function as intended. Successful calibrations were observed during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the issue. He was not able to calibrate the electronic patient gas system (epgs) after several attempts. He checked the logs and recognized that the o2 sensor and the blender disagree. As a result, he replaced the o2 sensor and calibrated with functional checks. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, throughout several attempts, the oxygen (o2) analyzer was not calibrating. As a result, an external gas blender was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.